Manufacturer narrative:
Device is a combination product. Updated b5. Device evaluated by MFR.: promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts bunched distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement.the balloon cones were reviewed, no issues were noted with the distal balloon cone. The distal balloon wing was tightly wrapped and evenly folded and was not subjected to positive pressure. The proximal balloon wing, and exposed proximal balloon, were severely kinked/crumpled. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found multiple shaft polymer extrusion kinks at several locations along the shaft, as well as a shaft break located 115cm distal to the distal strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that the stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 3x33mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the moderately severely tortuous and moderately calcified left circumflex artery. After engaging the lesion with an ebu 3 guide catheter and crossed the lesion with a non-bsc guide wire, a 1.5x12mm maverick balloon catheter was advanced for dilatation. A 3.00x38mm promus element long drug-eluting stent (des) was then advanced but failed to track the tortuous lesion. An extra support guide wire was used but the stent was still unable to track down. The physician maneuvered the stent but it was noted that the proximal hypotube was kinked and when the device was pulled out, the distal strut was found lifted. Another promus element des was used and completed the procedure. No patient complications were reported and the patient's status was stable. It was further reported that during procedure, the shaft break at proximal part when tried to maneuver the shaft kinked and the device was completely removed from the patient's body intact.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 3x33mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the moderately severely tortuous and moderately calcified left circumflex artery. After engaging the lesion with an ebu 3 guide catheter and crossed the lesion with a non-bsc guide wire, a 1.5x12mm maverick balloon catheter was advanced for dilatation. A 3.00x38mm promus element long drug-eluting stent (des) was then advanced but failed to track the tortuous lesion. An extra support guide wire was used but the stent was still unable to track down. The physician maneuvered the stent but it was noted that the proximal hypotube was kinked and when the device was pulled out, the distal strut was found lifted. Another promus element des was used and completed the procedure. No patient complications were reported and the patient's status was stable.